Event description:
The pt, who had suffered a respiratory arrest for an unknown period of time, required continuous eeg [electroencephalograph] monitoring to gauge brain activity. The bedside eeg monitor was connected to an electrical outlet and was warming up prior to being connected to the pt when the monitor began smoking. Neither the pt nor the nurse were harmed in any way.